Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer indicated dissatisfaction with the pump and opted not to provide further information, choosing not to use it. Technical support attempted to contact the customer for further troubleshooting, but the call was not answered.